Event description:
It was reported that catheter fracture occurred. An opticross catheter was selected for use to view the target lesion located in the calcified left main coronary. However, while testing the device outside the patient, it was noted that the catheter was fractured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks in the sheath and telescope section and a broken telescope. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that catheter fracture occurred. An opticross catheter was selected for use to view the target lesion located in the calcified left main coronary. However, while testing the device outside the patient, it was noted that the catheter was fractured. The procedure was completed with a different device. No patient complications were reported.